Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that ventilator inoperable alarm occurred during use on a patient on the avea ventilator. The customer reported they swapped out the unit for a different one. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical thru trudell healthcare solutions received the device for evaluation. Field service technologist alex schuster conducted the evaluation. Fst had calibrated all the transducers beforehand, exercised the fcv, characterized the exv and fcv and performed a hysteresis test and all have passed with no issues. The original complaint was the device had a vent inop, but when it came in there were no active alarms. The customer could not provide fst any more details when asked. Fst ran through the ovp procedure, and everything still passed. No issues were found and could not find any root cause for a vent inop. The device was shipped back to the customer¿s site. Fst advised customer to monitor the device closely and to provide detailed pictures, settings, error logs, and the environmental conditions if a vent inop happens again. Fst have worked with vyaire technical support and they concluded that device was working correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.